Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the image of the gastrointestinal videoscope had interference during cold and hot water testing. Based on the results of the investigation, the most probable cause of the malfunction is a damaged charged coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the image of the gastrointestinal videoscope had interference during cold and hot water testing. There was no patient involvement.